Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
Additional information received reported intrathecal baclofen treatment started (B)(6) 2007 and ended (B)(6) 2014. No other medications were contained win the pump. The patient was experiencing redness around the right flank. Explant secondary to pump infection with (B)(6) occurred (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had (B)(6). A "telehealth" communication took place on (B)(4) 2014 reporting that a health care provider (hcp) assessed and expressed the possibility that the pump pocket may have been bruised from bumping into something. It was noted that the overlying skin was purple with limited capillary refill. An examination/palpation on (B)(6) 2014 found a "12x20" erythema. A complete blood count with a differential and c-reactive protein had abnormal results. An examination/palpation on (B)(6) 2014 found that the abdomen was slightly distended but not tense and there was a blister over the baclofen site. The blister had opened and started oozing. Lab work was done on (B)(6) 2014 which had abnormal results. An anaerobic culture swab found that the patient had (B)(6). The pump was explanted as an intervention on (B)(6) 2014. Another culture was taken on (B)(6) 2014 and it was determined that the patient no longer had (B)(6). The etiology was reported to be the incisional site/device tract at the pump pocket. The event was not related to the device or therapy, but possibly related to the implant procedure. The severity was noted to be moderate. The event resulted in prolonged hospitalization, required surgical intervention, and was noted as a life threatening situation. The event had resolved without sequela on (B)(6) 2014. A follow-up report will be submitted if more information becomes available. This event was also reported under manufacturer report #3007566237-2015-00577 [-###it was reported that, on (B)(6) 2014, an office visit noted indicated redness over the pump site. This was later determined to be a (B)(6) infection. Troubleshooting/diagnostics, treatment/information, final patient outcome, drug information, and device information was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.###-] any additional information received will be reported under this manufacturer report number.

Event description:
Additional information received reported that the pump was infusing gablofen (baclofen).

Manufacturer narrative:
(B)(4). Analysis of the pump found no anomaly. Analysis of the catheter found no significant anomaly. There was an explant-related hole in the catheter body. (B)(4).

Event description:
Additional information received from the clinical study via the health care provider (hcp) reported that the medical history was reported as epilepsy, obstructive sleep apnea, post posterior spinal fusion, post nissen, gastrostomy tube, and hip subluxation. No new information regarding this event was given. If additional information is received this report will be updated.

Event description:
It was reported that the pump was eroding through skin. Pump system was explanted on (B)(6) 2014. It was noted that the patient recovered without sequela. The pump system was delivering compounded baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.